Event description:
It was reported that a total knee revision surgery was performed because the poly and patella implant failed from a previous total knee surgery. Medwatch user report mw5093972.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms it was reported that a total knee revision surgery was performed approximately 5 years post implantation because the poly and patella implant failed. Further clinically relevant documentation/information was not provided and ¿according with the information received in the medwatch form, there's no contact information to send more attempts¿. The root cause could not be concluded based on the limited information provided. The patient impact beyond the reported ¿failed¿ poly and patella and subsequent revision could not be determined. No further medical assessment could be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.